Event description:
I recently purchased a phonak naida hearing aid. Prior to this purchase, I have been using a cochlear implant, manufactured by cochlear corporation (the nuclear freedom and then the nucleus 5 models) for over 10 years, on my other ear. I have experienced repeated failures of the phonak naida hearing aid since first being fitted with it in (B)(6) 2012. After discussion with the cochlear implant MFR, my cochlear implant audiologists, and with my hearing aid audiologist, I have found out that the phonak naida utilizes an internal wireless (icom) connectivity frequency that is so close in spectrum to that being utilized by the cochlear implant transmission coil, that the hearing aid functions are being randomly interfered with on an ongoing basis. It appears that, since the cochlear implant technology radio transmission coil and implanted receiver technology have been in use for many, many years, that the phonak device is thus incompatible for use contralaterally on an existing cochlear implant user. This conflict in use was not and currently is not being properly disclosed by (B)(4) prior to selling these (B)(6) devices. The frequency assignment given to (B)(4) and perhaps to other icom technology devices would appear to be inappropriate due to such interference with existing cochlear implants.